Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the rfid tag information showed the device was utilized 5 times and performed over 450 completed seals. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device produced an instant regrasp alarm when activation attempts were made. Further investigation revealed the device had no resistance between the red wire crimping and jaw "a". It was reported that there was an incomplete seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a failure mode involving alarm activation and a defective wire. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the performance of this single-use device has been tested according to the expected conditions of a single surgical procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the device sealing was inadequate or partial, despite evidence of energy delivery and end tones being heard. It was further reported that during activation of the device on the tissue, the generator was showing incomplete seal even if the surgeon has not released the activation button. The device was cleaned after four to five activation and there were 14 to 15 good seals completed. The device was plugged into a generator, specifically the ft-10 model, and another device was used successfully with the same generator. No patient complications have been reported as a result of this event.